Manufacturer narrative:
(B)(4).

Event description:
The patient reported difficulty recharging and poor coupling. The patient had charged it from 25% to 50% but has had zero coupling boxes darkened. The patient's staples were still present, though the swelling had gone down. The implantable neurostimulator (ins) slipped up to above where the staples were located. Follow-up was performed to determine if the reported event was resolved and what steps were taken to resolve the reported event. This event will be updated if additional information is received.